Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that it was taking a long time to connect the handset and communicator to the pump since they got the handset and implant. The patient stated that the screen got stuck at 90% all the time and if they tried to rush it they had to start all over again. The patient stated that their healthcare provider's office told them to call for a replacement handset. The patient was assisted with clearing the data on the handset and the devices connected very fast. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t02 (serial: (B)(6) ); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.